Event description:
Notification was received from the study indicating that the pt suffered an ischemic stroke the morning after a carotid stenting procedure. The pt was discharged the same day. Add'l investigation of this event indicates that the morning following the procedure, it was noticed that the pt had some midline drift of her extremities and was diagnosed with an ischemic stroke. There were no neurological events noted during the procedure, and the pt was neurologically intact when taken from the angio suite.

Manufacturer narrative:
During the stenting procedure, a type b dissection occurred following predilatation. An ECG was performed after the index procedure and there were no sequels from this event. The dissection was caused by a non-cordis product (abbott's viatrac balloon). Any add'l info will be submitted within 30 days of receipt.